Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-6411 redeuce pump tubing w/conn pressure reader within the reservoir, either was completely flat or half flat, which caused the pump to not run correctly. This was discovered during the case with no patient harm.